Event description:
It was reported that the surgeon attempted to insert an aq5010v silicone three-piece lens but the lens tore while it was advancing in the injector. The reporter stated it was unk if there was any patient contact or injury. This is one of two lenses used on this patient-see MFR. Report # 2023826-2006-01217.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic torn off. There was evidence of clear surgical residue. Conclusion (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.